Event description:
Info received indicates the left siderail will not lock.

Manufacturer narrative:
The technician tightened the release arm screw and lubricated the siderail latch to repair the bed.